Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor vacuum. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customers determined that the non-conformity was attributed to the footswitch control, as the irrigation setting was turned off. The customer resolved the issue by turning the setting back on. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 17, 2008. Based on qa assessment, the product met specifications at the time of release. The system functioned as intended. Therefore, it is not suspected to have contributed to the reported event. (B)(4).